Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01086.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right common femoral vein due to prior deep vein thrombosis and pulmonary embolism. Patient is alleging vena cava perforation, organ perforation (mesenteric). The patient further alleges "I have pain in my groin area. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries" and "I have difficulty with walking any distance and I cannot participate in regular exercise," as well as "I cannot recall the exact date I began to worry and have anxiety about the status of my filter and any related injuries; and have not treated with a physician for these conditions."

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2015. The patient alleges to have been injured without further explanation.